Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
Follow up with the physician's office found that there were no other known interventions taken or planned for the extrusion besides the device removal. It was stated that the extrusion was possibly related to malnutrition or nutrition in general. It was stated that, neurologically speaking, the patient was underdeveloped and was therefore hard to communicate with. Per the physician, the patient may have picked at the area, but he could not be certain. There is no known trauma to per the physician and parents. No programming or diagnostic data was available. Clinic notes dated (B)(6) 2013 stated that the patient recently had the vns removed due to sores developing at the vns site. The vns will be replaced in a few months after the patient has completely healed. Per the notes, it was reported by the patient and his case coordinator that the patient had the device explanted due to infection. It was reported that the patient is doing well in regards to the infection and is healing well. The notes also mention that the patient is in no pain. Additional follow up with the physician's office found that the vns explant was most likely due to all three reasons - the sores, infection, and extrusion. It was unknown if any cultures were taken to confirm an infection. The infection occurred in the same location in the area around the generator. It is unknown what the relationship of the infection is to vns. No patient manipulation or trauma occurred. No other information was provided. Review of the manufacturing records for the generator and lead confirmed both generator and lead met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(4) 2013 it was reported that the patient underwent generator re-implant on (B)(6) 2013.

Event description:
On (B)(6) 2013, it was reported that the patient's generator was explanted because it had come through the skin and was visible. The patient was not re-implanted at this time. The device was returned on (B)(6), 2013 and product analysis was performed. Results of diagnostic testing in the product analysis lab indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Follow up with the neurologist found that the extrusion was first noted during a phone call on (B)(6) 2013. The patient was referred to a different neurologist for interventions. It was unknown what the relationship of the extrusion was to vns, if any patient manipulation or trauma occurred which may have caused or contributed to the event, or if any causal or contributory medication, programming, or diet changes preceded the event. Attempts have been made to get additional information from the referred neurologist; however, they have been unsuccessful. No additional information has been provided.